Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found the guidewire kinking during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. The guide wire will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was kinked towards the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 480mm from the proximal end. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .802mm, which is within the specification limits of .788mm-.826mm perthe guide wire product drawing. The guide wire was advanced through the returned arrow raulerson syringe (ars)/introducer needle subassembly. Minor resistance was observed at the location of the kinking; however, the guide wire still able to pass through the assembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the guidewire kinking during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.